Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that the upper and lower cases, battery release and battery drawer were contaminated, the side bail covers were broken and contaminated, the battery contacts were compressed and the ring was bent. The device was to be scrapped in-house. (B)(4).